Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with radiating arm pain required an anterior cervical decompression and fusion using a peek interbody spacer. Sometime post-op, it was found that the superior screw backed out past locking wire and surgeon felt that there was a potential to cause harm to the patient. Surgeon removed the superior screw and left the inferior screw and the peek implant.